Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the programmer is showing poor communication. Agent did not ask about the circumstances that led to the reported issue. They tried with and without the antenna and repositioned multiple times. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient services reviewed to follow up with hcp to check battery status of stimulator if the issue is not resolved. Additional information received from the patient 2021-02-26 stated that he got the replacement patient programmer. They tried to synchronize it with the stimulator both with and without the antenna and the patient got poor communication. Rep told the caller that his battery might have reached the end of life and he should call his doctor to have his stimulator battery checked.